Manufacturer narrative:
H10: g1 phone number (B)(4).

Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "backup alarm failed" (diagnostic code 1104), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "backup alarm failed" (diagnostic code 1104), had occurred. A field service engineer (fse) went onsite and confirmed that the power management (pm) printed circuit board assembly (pcba) and central processing unit (cpu) printed circuit board assembly (pcba) required a replacement to resolve the issue. The fse replaced the pm pcba and cpu pcba to resolve the issue. The customer replaced the pm pcba and cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.